Manufacturer narrative:
(B)(4).

Event description:
According to the reporter; following a successful completion of a cesarean section, the patient experience a wound dehiscence, which was later attributed to being a result of the suture by the doctor. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of three biosyn* 1 27 undyed gs-21sealed the visual inspection and functional evaluation of the product had acceptable results. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.